Event description:
It was initially reported to boston scientific corporation that a rotatable oval snare was to be used during a colonoscopy procedure on (B)(6) 2009. According to the complainant, during preparation, the snare loop failed to extend from the catheter sheath. The procedure was completed by using another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; catheter sheath detached.

Manufacturer narrative:
A visual examination of the complaint device found no obvious anomalies. Further examination revealed that there was a bend in the strain relief. Actuating the handle with this bend in the strain relief increased the resistive forces causing the sheath to detach. The condition of the suspect device was consistent with the complaint that the loop could not extend; the complaint was confirmed. Based on results of the investigation, the most probable root cause is handling damage. The snare being manipulated in a bent position caused restriction between the inner sheath of the strain relief and the proximal cannula preventing the loop extension. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).